Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3487a-45, lot# v048042, implanted: (B)(6) 2007, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3487a-45 lot# j0343672v, implanted: (B)(6) 2003, product type lead (B)(4).

Event description:
It was reported the patient experienced a shocking sensation. It was noted the patient had contacted their healthcare professional (hcp) on (B)(6) 20137 and was able to meet with their hcp and a manufacturing representative the same day. The reporter stated the patient had recently increased their stimulation to try to receive more stimulation into their low back area since they had increased low back pain. It was noted the patient stated that last week when they were sitting and one time when they were sleeping, they felt a jolting sensation from their implantable neurostimulator (ins). It was noted the patient had the shocking or jolting sensation at the device pocket and lead location. It was further noted the patient did not have any recent trauma. It was noted the manufacturing representative check impedances and the #3 electrode reading was greater than 10,000 ohms, but that electrode was not used in the patient¿s programs. The reporter stated they reprogrammed the electrode combinations to use electrodes the patient was not already using to see if a different electrode combination would prevent the jolting sensation. It was noted the manufacturing representative was able to program the ins to cover the patient¿s lower back. It was further noted the patient¿s hcp took an x-ray of the patient¿s leads and the leads were intact and had not migrated. It was noted the patient was very happy with the stimulation coverage and would contact their hcp if the jolting occurred again.